Event description:
It was reported that the patient received multiple inappropriate shocks due to lead dislodgement. The lead was repositioned. One day after the procedure, low sensing was observed. The lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.